Event description:
Tip broken during tightening of the screw. Broken part was retrieved and returned. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and manufacturing data and hardness specifications did not reveal any deviations from specification. No product defect was established. The visual inspection of the screwdriver has shown that the entire tip broke off due to excessive torsional load. It is possible the damage was caused by the use of the fixed t-handle as it allows for the application of greater torsional torque. The break surface is homogeneous, which is indicative of flawless material quality. The investigation determined this complaint to be invalid. Device is not distributed in the united states, but is similar to device marketed in the USA.